Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and the ipg had issues linking to the remote control (rc) until the yack tool was used to extract the memory and the reset was sent to be able to link. With all the available information, boston scientific concludes that the reported allegation of the ipg reached the end of life was confirmed. The data log analysis revealed that the patient battery lifetime was calculated at 1 year and 36.4 days with an average energy use index (eui) of 36.4. Therefore, this investigation is assigned a probable cause of end of life problem identified.